Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station exhibited a slowness during login, accessing medication and opening the pockets. The technical support specialist (tss) identified that the slowness was related to the keyboard failure. Tss confirmed that the field service engineer replaced the keyboard to resolve the issue. Customer was able to utilize the station with no additional issues or slowness. The system functioned as intended after the technical support specialist troubleshot and the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was slow or sluggish during login and while accessing medications. However, there were no delays or adverse events or injuries reported based on this event.